Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while performing routine tracheostomy tape change, the tube was found to have damage to both flanges. The tube was removed from use and replaced with a new tube. There was a change of the tracheostomy tube to prevent further incidents. There was patient involvement, but no injury reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection did not identify that the flange was broken. Functional testing was not performed. The failure mode was not confirmed. Root cause was not established as no problem was found. No further actions taken. A device history record could not be completed as no lot number was received.